Event description:
Bone loss at surgical site (medial aspect of 1st metatarsal head). Considered to be a direct result of delayed wound healing caused by implantation of orthostat bone putty. This procedure was conducted as part of a clinical research study to look at post op bunionectomy pain mgmt. Approx age of device: 1 month. Occurred at: ambulatory surgical facility.